Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported per patient's medical records that on: (B)(6) 2005: the patient presented with the following pre-operative diagnosis: l5-s1 degenerative disc disease. He underwent the following procedure: posterior lumbar interbody fusion, l5-s1 with posterior instrumentation and posterolateral fusion. Per op notes,"..bone graft wrapped around bone graft was placed between and lateral to the spacers. Gelfoam was then placed posterior to this. Attention was then turned to posterolateral fusion. The sacral ala, transverse process and the lateral aspect of the pars and facet joints were decorticated. Local bone taken from the approach as well as residual rhbmp-2 was then placed in the posterolateral gutters..." No patient complications were reported. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.